Event description:
In 2009, patient reported experiencing high blood glucose readings since the day before. Patient stated, she woke up with a blood glucose of 96 mg/dl. She stated her blood glucose was 72 mg/dl before lunch and after lunch her blood glucose was 166 mg/dl which was not normal. Patient reported her blood glucose was 148 mg/dl at bed time on the same day. Patient reported she woke today with a blood glucose of 108 mg/dl, ate her regular food and exercised and tested her blood glucose with a reading of 236 mg/dl. She stated she delivered an extra 1.0 unit and increased her basal rate by 20% for 2 hours. At lunch, her blood glucose was 162 mg/dl and she delivered 1.5 units of insulin after lunch. At the time of the call, her blood glucose had climbed to 243 mg/dl. Patient reported no errors or alerts had displayed on the pump screen. Educated her on how often to change the adapter and battery cover. Verified that the infusion device battery type was sent to alkaline. She stated the infusion device was "bumped" yesterday morning against her vanity while getting dressed for work, but she described the impact as minimal. Patient's current battery had been in use the same day. Had patient change to a new battery and attach a new infusion set at a new infusion site. On follow up call one week later, patient reported her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.